Manufacturer narrative:
Per the instructions for use (IFU), structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis), and device degeneration are known potential risks associated with the use of bioprosthetic heart valves. The IFU cautions that accelerated deterioration of the valve may occur in patients with an altered calcium metabolism. Long-term durability has not been established for the valve. Regular medical follow-up is advised to evaluate valve performance. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not yet fully understood. Many factors can contribute to the onset and propagation of calcification including patient-related (e.g., patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. During the manufacturing process, all sapien transcatheter heart valves (thv) are 100% visually inspected for defects and 100% functionally tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. In this case, there was no allegation or indication a manufacturing non-conformance contributed to this product problem. As noted, the patient has a history of hyperlipidemia, hypertension, type 2 diabetes mellitus, and chronic kidney disease stage 2. Patients with these comorbidities may have an increased risk of developing valve degeneration/deterioration. Although a definitive root cause was unable to be determined, investigation results suggest that progression of the patient disease process may have contributed to the valve degeneration/deterioration that required intervention. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by the field clinical specialist (fcs), the patient had undergone a transfemoral transcatheter aortic valve replacement (tavr) procedure with a 23 mm sapien 3 valve. Approximately 5 years, 7 months, and 13 days after the tavr procedure, the patient underwent a valve-in-valve tavr procedure using a 23 mm sapien 3 ultra resilia valve due to moderate to severe central regurgitation and stenosis. The 23 mm sapien 3 ultra resilia valve was successfully implanted within the 23 mm sapien 3 valve, but the invasive gradient was noted to be 25 mmhg. A 24 mm non-edwards balloon was used to post-dilate the valve, but the gradient did not change. There was no paravalvular leak (pvl) and no aortic regurgitation present. It was reported that sizing options were discussed prior to the re-intervention, and a decision was made to proceed with a 23 mm valve with additional volume over a 20 mm valve. Subsequently, additional information was received from the fcs. The perceived root cause of the central regurgitation was reported to be a stenotic leaflet. Prior to the re-intervention, the aortic valve area (ava) was 1.21 cm2, the mean gradient via echocardiography was 46 mmhg, the mean gradient via catheterization was 37.6 mmhg, and the catheterization peak to peak gradient was 63 mmhg. The patient was symptomatic with acute diastolic heart failure with reported shortness of breath (sob) with exertion and worsening fatigue over the last two (2) months, combined with severe aortic insufficiency (ai) and aortic stenosis (as). Regarding the invasive gradient of 25 mmhg after the re-intervention, the plan is to monitor the patient's condition and assess for any further significant hemodynamic findings. It was noted that the newly implanted 23 mm sapien 3 ultra resilia valve appeared to be fully expanded by fluoroscopy and echocardiography. No additional information was provided.